Event description:
As reported, in 2007, this patient underwent endovascular repair of a thoracic aortic aneurysm. A left carotid to left subclavian artery bypass with ligation of the subclavian artery was performed in preparation for the procedure. Gore tag thoracic endoprostheses were implanted, intentionally covering the left subclavian artery. Seven months later, an endoleak originating from an unidentifiable source was noted on cta, along with an increase in aneurysm size. Good wall apposition was observed on all implanted devices. A successful reintervention took place in 2008 using an additional device to reline the previously placed devices. No endoleak was apparent at the end of the procedure. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: tg3110, tg3710.